Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported in the cardiovascular ICU a pump module that was directly connected to a pcu had turned off mid-infusion without alarming, while the pcu remained on. The pump module was restarted and there were no further problems. No additional information is currently available.